Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported plates broke and were removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Possible lot numbers with manufacturing dates identified during investigation: 33214630 2017-aug-21, 33226054 2017-nov-30.

Manufacturer narrative:
A manufacturer's evaluation was performed using high powered stereo microscopy which revealed tensile cracks consistent with mechanical overload of the device. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it was determined that the complaint percentage falls within the design risk limits adhered to by the manufacturer. During the investigation the product lot number was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause for the breakages was structural failure due to mechanical overload of the device, most likely patient-related. If further information is obtained that might add value to the contents of the manufacturer's evaluation report, an additional follow-up report will be submitted. Corrected/additional data: product return date: 02/13/2019. Lot numbers identified during investigation of explanted devices: 33214630 mfg. Date: 21aug2017. 33226054 mfg. Date: 30nov2017. Company contact: (B)(4).